Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, right bundle branch block (rbbb) was noted. A temporary pacer was placed for 72 hours following implant with no events seen. The patient experienced syncope when at home and was re-admitted into the hospital where a permanent pacemaker was implanted 4 days after the valve implant. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manuf acturing issue. The device remains implanted. (B)(4).